Event description:
Caller reported cgm error 42 during sensor session. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and guided the caller through the pump reset, successfully resolving the issue without further error codes, allowing the caller to start their sensor session.